Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of low voltage alarms on the heartmate 3 system controller was confirmed via the log files and evaluation of the returned controller. Data from the log files showed atypical low voltage alarms on (B)(6) 2025. This was due to the bus voltages on both the power cables intermittently falling below the alarm threshold. The controller was disconnected from the driveline at the end of the log file consistent with the controller being returned for evaluation. The pump maintained a speed within the expected range throughout the log file and there were no other notable events captured in the log file. The returned controller, serial number (B)(6), was connected to a mock loop, patient cable, system monitor, and power module. A low voltage alarm when the white power cable was disconnected from power was reproduced. The resistances of the underlying wires were measured to be elevated in both power cables indicating wire fatigue was present. Multiple attempts were made to obtain additional information from the customer regarding the event; however, no additional information was provided. The root cause for the low voltage alarms was determined to be wire fatigue in both power cables; however, root cause for the damaged wires was not conclusively determined through this analysis. Reportable incidental finding: damage and fluid ingress in the power cables may affect pump function and lead to hemodynamic compromise, thromboembolism, etc., which may result in adverse events causing serious injury/ death to patient the relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The current revision of the instructions for use (IFU) (rev. D) and patient handbook (rev. A) can be found on the eifu page of the abbott website. The heartmate 3 instruction for use section 2, entitled ¿system operations¿, instructs users not to twist, kink, or sharply bend the system controller power cables. This section also instructs the user to not submerge the system controller in water or liquid and to keep the system controller power cables away from any liquid as well. The heartmate 3 instruction for use section 8, entitled ¿equipment storage and care¿ addresses how to properly care for and maintain the equipment for proper use, including the system controller. The heartmate 3 patient handbook which was available for use at the time of the event, cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient arrived to the clinic due to low battery alarm. The patient's batteries and the emergency backup battery (ebb) were fully charged, but as soon as the white power cable was unplugged, the controller alarmed with low battery until connected to power. Log files recorded unusual voltage fluctuations while connected to battery power and low voltages while connected to patient cable. A system controller exchange was recommended.